Event description:
The user facility reported that the operator noticed a lack of the distal end of the device after the second biopsy for retroperitoneal under eus (endoscopic ultrasound endosonography). The lack of distal end of the needle was reportedly found after the (B)(4) was withdrawn from the biopsy channel of the eus scope and the needle slider was pushed to extend the distal end from its sheath for extracting a biopsy sample. A gastroscopy was reportedly performed to find the distal end of the needle immediately. However, it was reported that the distal end of the needle could not be found.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding this report. Olympus was informed that very high resistance was felt during the second biopsy and the needle could not be retracted into the sheath, however, the device could be withdrawn after the bending section of the eus scope was straightened. No further info was obtained from the facility. The subject device was returned to olympus medical systems corporation (omsc) for evaluation, and it was revealed that the needle was bent and broken at 40 mm from the distal end. In addition, omsc verified the manufacturing records of the subject device and confirmed that there was no irregularity. Based on the previous investigation results of similar complaints, the reported phenomenon would occur if the user applied a load on a severely deformed needle in the opposite direction in an attempt to straighten it and this will lead to breaking of the needle. Caution is given on the instruction manual against using an aspiration needle that has an irregularly bent or deformed needle tube. In addition, the instruction stated the caution against putting excessive force on and straightening the bent needle. This report is being submitted as a medical device report in an abundance of caution.